Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model ec38-i10l-us is available in the USA with a 510k number k131855. We checked the returned unit and confirmed that the pcb for cmos drive fluid damage. Based on the result, we concluded that it was caused due to the fluid damage from the pcb for cmos drive. In addition, we confirmed that the light guide cable buckled, the nozzle gluing discolored, and the angulation left angulation decrease; however, they are not the main cause, and or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure (fluid damage).